Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that at explant it was noted that the patient's lower limb showed signs of leg ischemia. Thrombotic obstruction was confirmed via fogati. Blood vessel incision was performed to remove the thrombus. It was noted that prior to impella insertion the patient had very poor blood vessel properties; however, the placement of impella may have promoted thrombus formation. No further information was provided.

Manufacturer narrative:
The device was returned for analysis. The cause of the ischemia was most likely, the condition/size of the patient vessel. Abiomed will continue to monitor these types of events. No further information was provided. The manufacturer is closing the file on this event.